Manufacturer narrative:
The returned meter was investigated with retained test strips and a known-good retained battery. Visual inspection was performed and no issues were observed. Meter did not power on with button depression or test strip insertion. The returned meter was further investigated and de-cased. Performed an internal visual inspection on the meter¿s pcba (printed circuit board assembly) and liquid contamination was observed. Although glucose results may be delayed, blood glucose could be determined by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeking treatment at a health care facility. Therefore, the complaint was not confirmed to use. The device manufacturer date for the reported meter serial number is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Manufacturing and distribution of this product line has been discontinued and the manufacturing date of this product shows it is beyond its useful life. Since the product exceeded its useful life, it is determined to have met specification from manufacture through its intended lifespan. No design, manufacturing, or labeling mitigations are required/possible due to the manufacturing and distribution of this product line being discontinued. Such products have had significant time in the field to provide the feedback on failure modes and associated mitigations applicable to that product which are considered and integrated into the mitigations for similar future product. To date, the product has not been returned for further investigation. The useful life of precision xtra meters are guaranteed to be free from defects in material and workmanship for a period of no more than 4 years from the date of purchase. As the manufacturing date of this product is before 2010, it has been in distribution beyond its useful life at the time of the complaint. Since the product exceeded its useful life, it is determined to have met specification when the product was released and through its lifespan. No further investigation activities are being performed at this time. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.